Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned component indicates that the types of damage observed on the insert are indicative of an obstruction on the posterior aspect of the insert which may have been the reason that the user failed to position the insert correctly on the baseplate, causing the damage to the locking wire. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that an obstruction on the posterior aspect of the insert may have been the reason that the user failed to position the insert correctly on the baseplate, causing the damage to the locking wire. No further investigation for this event is required at this time.

Event description:
The surgeon reported that he noticed the wire was loose when he was preparing the implants. The implant was not placed near the patient and no parts came away from the implant. There was no significant delay during this procedure as there was another implant available for them.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he noticed the wire was loose when he was preparing the implants. The implant was not placed near the patient and no parts came away from the implant. There was no significant delay during this procedure as there was another implant available for them.